Event description:
It was reported that upon unpacking of the device during a surgical procedure at the healthcare facility, the coating was chipping off the 19cm pro bayonet forceps. It was reported that the surgical procedure was completed successfully, with no delay, no adverse consequences and no adverse consequences.

Event description:
It was reported that upon unpacking of the device during a surgical procedure at the healthcare facility, the coating was chipping off the 19cm pro bayonet forceps. It was reported that the surgical procedure was completed successfully, with no delay, no adverse consequences and no adverse consequences.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.

Manufacturer narrative:
The device has not been returned for evaluation at this time.